Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis (dka) and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer was hospitalized with diabetic ketoacidosis (dka) and high blood glucose levels. The inpatient diabetes educator called in to report the issue. Pod was deactivated, IV drip was administered, and then new pod was activated. The pod was not available to return for evaluation.